Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that after an unrelated surgical procedure on (B)(6) 2019, the patient was unable to connect to their ipg. The ipg was not placed in surgery mode prior to surgery. Troubleshooting was attempted with no success. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy.